Event description:
A case was presented at an academic conference of a patient that experienced encapsulating peritonitis sclerosis (eps) and escherichia coli peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Treatment and cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for fever, chills, and diffuses abdominal pain. Due to the diagnosis of eps, everolimus was replaced with tacrolimus, treatment with mycophenolate mofetil was replaced with azathioprine, methylprednisolone was temporarily increased to 16 mg/day and the use of tamoxifen was started 10 mg/day. After 33 months, the patient recovered with almost normal eating habits and regular transit, thus ensuring a stable nutritional state. On an unreported date, the patient recovered from escherichia coli peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient's age at the time of the event was unknown, but the patient was (B)(6) at the time of this report. The peritonitis event occurred between 1991 and 2007. This conference took place in (B)(6) with representatives from hospitals in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.